Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: visually, there was a 0.50-inch gap between the inner and outer hubs along with inner shaft when returned and striations on the proximal outside diameter of the shaft. There were small indentions on the proximal outside diameter of the outer hub and contamination on the proximal end of the inner hub. There was no damage to the distal tip and no loose components. Functionally, the inner assembly spun freely by hand with no binding. However, excessive force had to be applied to securely fit blade into a handpiece, but the blade oscillated at 5000 rpm with no issues. In the returned condition, there was no out of specification condition that was related to the complaint. However, there were defects related to contamination and damage to the sample and blade fitment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to operation when the doctor installed the blade into the handpiece for testing, found that the blade had visibly shaking. The doctor tried to reconnect the blade but useless. Finally, the doctor changed a new blade to perform the surgery. There was no reported patient involvement.